Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing thresholds were observed on rv lead during a device change out due to normal eri.